Event description:
The biomed technician reported a colleague infusion pump with a depleted battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the root cause has been assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of depleted batteries was confirmed and reproduced during product evaluation. The assignable cause was assigned to a damaged battery. The main battery and battery harness were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.